Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts for noise and the capture threshold and pacing impedance were increasing over the past 6 months on the right ventricular lead. No changes or interventions were performed. There were no patient consequences.